Manufacturer narrative:
Results: side rail, timing link.

Event description:
It was reported by service report that the side rail will not latch. No pt involvement or adverse consequences are reported.